Manufacturer narrative:
Submit date: 9/30/2016. An investigation is currently under way; upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with and enteral feeding pump set. The customer reports that the spike is leaking at the spike end at the first part of the spike. Spike leaks after spiked when ready to hang the bottle of formula. No patient involvement and no medical intervention required.

Manufacturer narrative:
Two decontaminated samples were received at the plant for the investigation. The device history record was reviewed and indicated that the product was release accomplishing all quality standards. Upon a functional test and visual inspection of the samples, the defect was confirmed; the spike set was leaking at the spike end of the set. A root cause analysis indicated that this occurred due to a dimensional gap between the cross spike and the connector and tubing. As part of continuous improvements, a corrective action has been opened. This complaint will be used for tracking and trending purposes. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.